Event description:
It was reported that an interlink paclitaxel set was leaking. It was not specified when in the process this occurred. The reporter stated the tubing leaked when the device was connected to an unknown infusion pump. There was a delay in treatment to the patient; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.